Event description:
The center reported a blood leak with a CT 190 g dialyzer. Approximately 150cc of blood was lost and was not returned to the patient. Blood leak confirmed with a positive hemastix. This was noted due to the fresinious 2000k machine alarming. The center states that the dialyzer was reused.